Event description:
The patient reported she is not receiving effective stimulation. The patient indicated reprogramming has been unable to resolve the issue. The patient's physician advised the patient to obtain a second opinion. The patient wishes to have the scs system explanted.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.